Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 11500a valve in the aortic position was explanted after an implant duration of approximately 2.5 years due to pannus and severe regurgitation. The explanted valve was replaced with a mechanical non-edwards valve. The patient was in stable condition post procedure. Per information received, moderate pannus was observed on the leaflets under the sewing cuff.

Event description:
It was reported that a 25mm 11500a valve in the aortic position was explanted after an implant duration of approximately 2.5 years due to pannus and severe regurgitation. The explanted valve was replaced with a mechanical non-edwards valve. The patient was in stable condition post procedure. Per information received, moderate pannus was observed on the leaflets under the sewing cuff. Per product evaluation, there was moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice. Additional information from external report containing information with pathology report, valvular tissue with mixed inflammation compatible with endocarditis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d9, g3, g6, h2, h3, h6. Received FDA medsun related report: (B)(4). H3: evaluation summary: x-ray demonstrated commissures 1 and 3 were bent outward; the cocr band remained intact and the vfit cocr alloy band was not expanded. As received, leaflet 1 had cuts of approximately 8mm x 15mm and leaflet 3 had cuts of approximately 10mm x 15mm. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H3 summary: customer report of pannus was confirmed. Report of regurgitation was unable to be confirmed due to valve condition as received. X-ray demonstrated commissures 1 and 3 were bent outward; the cocr band remained intact and the vfit cocr alloy band was not expanded. As received, leaflet 1 had cuts of approximately 8mm x 15mm and leaflet 3 had cuts of approximately 10mm x 15mm. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.

Event description:
It was reported that a 25mm 11500a valve in the aortic position was explanted after an implant duration of approximately 2.5 years due to pannus and severe regurgitation. The explanted valve was replaced with a mechanical non-edwards valve. The patient was in stable condition post procedure. Per information received, moderate pannus was observed on the leaflets under the sewing cuff. Per product evaluation, there was moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice. Additional information from external report containing information with pathology report, valvular tissue with mixed inflammation compatible with endocarditis.

Manufacturer narrative:
H11: additional manufacturer narrative: correction d4: sn corrected (B)(6).